Event description:
International customer reported that the suture extruded several weeks to several months following prosthetic joint replacement. The patient was returned to surgery to explant the extruding suture. No further information is available.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.